Manufacturer narrative:
Unit received with a blank display after battery installation due to poor contact between the battery cap contact and the metallic battery sleeve inside the battery compartment. The metallic battery sleeve got pushed down as a result of the cracks in the case. Unable to perform displacement test due to the blank display. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails has rubbed off such that it¿s illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their was crack because of no screw thread in battery compartment. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.